Manufacturer narrative:
(B)(4). Sjm has limited information needed to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding the medical history. (B)(4).

Event description:
It was reported the patient¿s ipg became inoperable after undergoing an rf procedure on (B)(6) 2016. As a result surgical intervention was done in (B)(6) 2016 to explant the ipg (exact date is unknown).

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.